Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 300 mg/dl and insulin injections were used to address the high bg level. Tandem technical support performed a system check and the occlusion was found to be within the cartridge. Reportedly, the customer had been using the cartridge for a week.